Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest in the hospital on (B)(6) 2021. Review of the download data, indicates the patient received four inappropriate treatments in response to CPR/motion artifact. At 11:04:27, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. At 11:04:55, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. At 11:05:39, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. At 11:06:11, the patient received the fourth inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with intermittent cardiac activity with CPR/motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity with CPR/motion artifact. The response buttons were pressed after the fourth inappropriate shock. The device was shutdown at 11:06:42. The patient passed away on (B)(6) 2021 at approximately 10:55. There is no indication that the inappropriate treatments caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment deliveries.

Manufacturer narrative:
Device evaluation of monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.